Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from their mx40 device. There was no patient harm reported by the customer.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2016-02381 was submitted. Please see the corresponding reports for evaluation data.